Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor of the motor device was noisy. It was further reported that the device was heating up and the hose was torn. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: this actual device was returned for evaluation. During repair, it was determined that the cord was damaged, the device would not run, and it displayed an e8 error code. It was further determined that the device failed pretest for cutter lock assessments, loctite and cable assessment, no short circuit between phases and connector body (42), motor thermistor assessment, no short circuit between hall sensors and connector body (42), no short circuit between 5vdc line and connector body (42) and no short circuit between sensor gnd and connector body (42). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.